Event description:
It was reported that pump experienced malfunction that displayed malfunction code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, did not experience recurrence of malfunction, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.